Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood. Blood glucose value was 450 mg/dl. It was stated that the insulin pump is alarming no delivery even when being disconnected. It was also stated that there is a gap between the piston and reservoir. Customer was advised to change the infusion set and reservoir and was assisted on filling the reservoir. Nothing further reported.